Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed since the reprocessing was not conducted properly due to leakage between up/down and right/left angulation control knobs. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an objective lens defect, a light guide lens defect, a deformation of the insertion tube , adhesive defects, a scratch of the distal end, reduced angulation, and air/water leakages. The device was returned for evaluation. During the device evaluation, the white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found: that the air/water tube had foreign material, there was a leak between the upward/downward angulation control knob and right/left knobs, the old design screw stopper needed replacement, due to wear of angle wire, the play of the upward/downward angulation control knob was out of the standard value, due to wear of angle wire, the play of right/left knob was out of the standard value, the adhesive on the objective lens, the bending section cover and the light guide lens had a white clouded appearance, and the connecting tube was deformed. The investigation is ongoing, and follow-up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.